Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, at the end of an unspecified therapeutic procedure, the subject device had a communication error. There were no reports of patient harm.

Event description:
It was reported, at the end of an unspecified therapeutic procedure. The subject device had a communication error. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.